Event description:
Additional information from the manufacturer representative reported the model number and lot/serial number of the ins and lead was impossible to obtain. Prior to the high impedance, there was no traumas for the patient. The impedances were good after the lead replacement. It was believed the issue was because of the lead ("broken?").

Manufacturer narrative:
Other applicable components are: product ID: 3986, serial# unknown, implanted: (B)(6) 1992, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain symptom return. No external factors contributed to the event. Troubleshooting was performed, impedance of electrode two were too high. The action taken to resolve the issue was replacement of the lead. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.